Manufacturer narrative:
The device was not returned for analysis. When the device is received a supplemental will be submitted. (B)(4).

Event description:
Medtronic received report that during preparation, the balloon was able to be inflated as desired, however, the balloon was unable to be deflated. The physician attempted to deflate the device with 2 different size syringes (first syringe was a 1ml. And the 2nd was a 3ml) but both were unsuccessful in deflating the device. The device was reported to have only been inflated once and multiple attempts were made to deflate the balloon, but they were reported to be unsuccessful. The physician then attempted to remove the guide wire from within the balloon but the wire was unable to be removed. There was no friction or difficulty when inserting the guidewire into the device. It was reported that no extensive guidewire manipulation occurred during the preparation. Contrast ratio used was reported to have been 50:50. No patient injury reported as the event occurred prior to use. A new device was used to treat the patient.

Manufacturer narrative:
Device evaluated by manufacturer- additional information the balloon catheter and a guidewire were returned for analysis. The balloon was found to be deflated. The guidewire was found to be stuck within the catheter lumen. The catheter was found to be damaged (kinked) at distal section. The inflation holes were found to be occluded with dried blood. The catheter was dissected to conduct guidewire analysis. The guidewire was found to be damaged at distal section. The guidewire outer coils were found stretched with coating damaged within these locations. The distal outer diameter of the guidewire was measured to be 0.013" which is not within specification for the compatible 0.010¿ guidewire. Based on the device analysis and reported information, the customer report of ¿no/slow deflation¿ could not be confirmed. However, the customer¿s report of ¿guidewire stuck¿ was confirmed. The balloon catheter was found to be damaged and the inflation holes were found to be occluded. Per the report, it was indicated that the event occurred during preparation. However, the balloon catheter inflation holes were found to be occluded with dried blood, the guidewire was found damaged, stretched and stuck within the balloon catheter lumen. The returned guidewire was measured and found to be not compatible with the balloon catheter. Follow-up attempts were made to verify the make and model of the returned guidewire. However, no response received. The balloon was returned deflated and was unable to be used for inflation or deflation testing due to its damaged condition. It is likely that user context contributed to the reported events, as the use of an incompatible guidewire can lead to difficult handling of the guidewire subsequently causing damage to the catheter and guidewire. This can result in difficulty in deflating the balloon. Per the occlusion balloon system instruction for use (IFU) device description: the occlusion balloon system is a single lumen balloon catheter that requires the insertion of the 0.010¿ guidewire to occlude the central lumen to allow inflation of the balloon. The balloon system is dependent upon the 0.010¿ guidewire for balloon inflation.